Event description:
A customer reported 2236 bf probe 2 suction failure error on the aia-900 analyzer. The customer inspected the bf probe number two and identified the connection to the probe is not secure and is unable to secure it. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delay of reporting patient samples for progesterone ii (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and verbally confirmed the reported issue with the customer. The fse ran a wash prime and identified the bf probe number two was leaking from the top and side, confirming the suction failure. The fse replaced the bf probe and ran wash while in maintenance mode on the analyzer with no bf probe suction failure errors recurring and no leaking was present. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no errors recurring. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operators manual under section 12: flags and error messages, states the following: [2236] bf probe 2 suction failure cause: the overflow sensor 2 s133 detected liquid after a washer suction operation. A wu flag will be attached to the measurement result. Action: clean the wash probe. Check s133, the waste liquid solenoid valve sv171, the waste liquid tube, and the liquid pump lp173. The most probable cause was due to a mechanical problem with the bf probe number two, component failure.